Manufacturer narrative:
H.6. Investigation: three photos were received and evaluated. One photo depicted ten 5ml syringes with their bottom of the barrels severely damaged ¿ plastic twisted and most of the tips missing. One photo depicted six loose plunger rods, each having a single rib cracked in a similar area close to retaining ring. One photo depicted four 5ml syringes with jammed stoppers. Conditions observed in the photos are rejectable per product specification. Ninety-three loose 5ml syringes and nine loose plunger rods were received. All the samples were visually inspected. Thirty-eight of the syringes had jammed stopper conditions, which were rejectable per product specification. The nine loose plunger rods all had similar cracked or broken ribs, which were rejectable per product specification. Forty-seven of the syringes had significant damage consisting of tips broken off, barrels cracked apart, large indentations, broken and cracked flanges, and bent and broken plunger rods. Five of these forty-seven were missing plunger rods and the remaining forty-two had plunger rods at varying height with some bottomed out and some fully extended. All forty-seven damaged syringes were rejectable per product specification. Three of the syringes had small ink dots inside and outside the grad lines. Each of the three had at least one ink dot larger than level 4 in size which was rejectable per product specification. Three of the syringes had no observed defects and one syringe had cosmetic scratches that appeared to have no effect on the form fit or function of the device, which was acceptable per product specification. All visual inspections were performed as per requirement with distorted stoppers found during production. Batch 0059985 was requalified and accepted based on meeting our inspection control plan and subsequently approved for shipment. A potential root cause for the damaged barrels, plunger rods, and jammed stopper defects are associated with the assembly process. The damaged barrels were likely due to a small, self-correcting jam at the high plunger rod reject station. The jammed stopper defect was likely due to a mistiming at the assembly dials causing the stopper to contact the side of the barrel and become wedged when being inserted. The potential root cause for the ink dots defect is associated with the marking process. The distorted stoppers were found during inspection with adjustments made to correct the issue and a requalification was performed. It is likely some samples were able to escape detection. The aql for incorrect assembly is 0.65%. The defective rate identified is 95 out of 436,800, which is 0.022%. The aql for ink dots in 2.5%. The defective rate identified is 3 out of 436,800, which is 0.0007%. No corrective actions are necessary based on the defective rate identified. Batch 0059985 is considered in compliance with our product specification requirements.

Event description:
It was reported that syringe 5ml s/t bns barrels and plungers were broken and the stoppers were misaligned. This was discovered before use. The following information was provided by the initial reporter: material no: 301028 batch no: 0059985. It was reported that syringe barrels and plungers are cracked/broken and black stoppers are not attached straight.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 5ml s/t bns barrels and plungers were broken and the stoppers were misaligned. This was discovered before use. The following information was provided by the initial reporter: material no: 301028 batch no: 0059985. It was reported that syringe barrels and plungers are cracked/broken and black stoppers are not attached straight.